Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had a software failure. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Appropriate coding would be software corruption; not an available code.

Event description:
It was initially reported to philips that the device had a software failure. This was further clarified by a philips field service engineer (fse) that the device logs contained watchdog errors. There was no reported patient involvement/adverse patient impact.